Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a coronary planned treatment procedure was performed when the issue happened. The procedure was completed used the system soon after issue occurred. A philips remote service engineer (rse) inspected the system remotely and identified that flex arm has uncommented movement. The rse suspects this was a one-off occurrence. No action is required for the system as no problem detected and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's flexarm moved independently, without command, during a rotablation procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.